Manufacturer narrative:
One volt pfa, sensor enabled catheter was received for evaluation. Spline insulation was noted to be torn and shaft electrode 2 was detached from the distal shaft. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the spline damage and detached electrode is consistent with attempting to remove the catheter with force when resistance was encountered through the associated sheath that was noted to have damage to the inner diameter. The volt instructions for use (IFU) cautions users not to apply excessive force when advancing or withdrawing the catheter if resistance is felt.

Event description:
During post-ablation mapping with the volt catheter following pfa applications, the physician observed a new opaque object on fluoroscopy that had not been present earlier in the procedure. The volt catheter was removed from the patient, and the opaque object remained visible on fluoroscopy. Inspection of the catheter revealed that a portion of insulation on one of the splines had been sheared, though still partially attached. A new sheath was introduced, and the physician aspirated the foreign object from the right inferior pulmonary vein. The retrieved material was identified as a detached ring electrode originating from the shaft of the volt catheter.